Event description:
It was reported that there was a suspected overdischarge. It was also noted that the implantable neurostimulator (ins) may be flipped. The flip was not confirmed at the time of the report. The potential for the ins to be flipped was because the patient was having trouble charging prior to the overdischarge occurring and the components felt strange at the pocket site, "a little jumbled up." A revision for unknown reasons was planned for the day of the report. The manufacturer's device tracking system indicates the ins was replaced the day of the report.

Manufacturer narrative:
(B) (4).